Event description:
It was reported that the ilet touchscreen appeared unresponsive when attempting to swipe to unlock, and the trainer observed a peeling screen protector on the device; after the protector was removed, the touchscreen functioned normally and the user chose to continue using the device as is. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no device alarms. Investigation included remote troubleshooting and user education during the training session. Investigation of this case revealed that the issue was attributable to an external screen protector interfering with the touchscreen, and the device itself operated as intended once the protector was removed. It was concluded, based on previously established findings for similar reports, that the cause was user-related interaction with an accessory and not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.